Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Empty packaging for an imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual inspection of the as returned product identified that the product itself was not present within the packaging, though this does not serve as definitive evidence of the reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1227300. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Final packaging inspection was reviewed in the DHR with no rejects related to packaging issues. Complaint history review was performed for the reported lot number (1227300) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable with the information provided. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown, patient age is not provided / unknown, patient weight is not provided / unknown. Initial reporter¿s title, first name, last name and email address are not provided / unknown.

Event description:
It is reported that the implant package for implant tsv4b10 did not contain any implant at all. The inner vial was empty. Doctor used another implant from stock to complete the procedure.